Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head error message e226. The issue was found, during a septoplasty procedure. And the procedure was completed using a different device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: due to water leak in plug unit, error code e226 and no image was displayed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in plug unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.